Event description:
The customer's family or friend reported via phone call that the insulin pump sustained physical damage. The caller stated that the bottom casing of the insulin pump came out of the device. He stated that he taped the insulin pump temporarily but the customer may need to revert to a back-up plan. The customer's blood glucose was 123 mg/dl. The caller did not know how the damage had occurred. He noted that the bottom of the case came loose near the up and down keys. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads and missing end cap sticker.